Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp provided the following information. It was confirmed that the suicidal ideation was pre-existing for all three patients, and therefore anticipated/not related to the device or therapy. The first patient was implanted for treatment resistant depression. It was confirmed that the patient who experienced hospitalization to chronic imbalance problems had the issue as a pre-existing condition. During the inpatient admission the patient's symptoms were monitored with deep brain stimulation (dbs) turned on and off, during which no relationship between the symptoms and dbs were found. The event was not related to the device or programming. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 37612 lot# serial# unknown implanted: explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding various patient's implanted with a neuro stimulator for non-psychotic treatment-resistant major depression (trd), secondary to either major depressive disorder (mdd) or bipolar disorder (bd). The adverse events associated with the study are as follows. One patient experienced a device malfunction during the programming phase of treatment on (B)(6) 2013 with the etiology listed as device related and noted to be an unanticipated serious adverse event. Two patients experienced suicidal ideation during the programming phase of treatment with the etiology noted as disorder related. The first took place between (B)(6) 2014 and (B)(6) 2014 with non-specific active suicidal thoughts. The second took place between (B)(6) 2014 and (B)(6) 2014 noted as active with methods not planned and without intent. One patient experienced suicidal ideation, active, with methods and no plan/intent to act during the programming phase of treatment between (B)(6) 2015 and (B)(6) 2016. The etiology was noted as disorder related with it noted that interventions were taken which included observation, programming changes, and medications added. One patient experienced suicidal ideation with active methods and a possible intent to act during the programming phase of treatment between (B)(6) 2015 and (B)(6)2015. The etiology was noted as disorder related with it noted that interventions were taken which included observation, physician contact, and medication added. No further complications are anticipated.